Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the transplant unit saw an issue with leaking of the tubing. On assessment, no crack or tube integrity issues were noted. Air was instilled into the air port and then the multifunction port was changed. The tube was removed and there was no harm to the patient.